Event description:
The pt reported the infusion set cannula kinked a few weeks ago leading to under delivery of insulin. She began to feel nauseous and her blood glucose elevated to 20 mmol/l (360 mg/dl). No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was discarded. No product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.